Manufacturer narrative:
Per the medical chart review, the patient's lead remains implanted, not explanted as mentioned in the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional historical information from the medical chart review identified the following: the patient stated her stimulator stopped working eight days after implant. The patient stated having slipped; however, denied falling onto her ipg. Tenderness with erythema over the implant site was identified. The patient presented to the local emergency room for acute back pain, where it was identified the patient had a urinary tract infection. A CT scan revealed cellulitis around spinal stimulator device. Patient was admitted to the ICU for treatment of uti and pain management. Patient underwent removal of her ipg on (B)(6) 2016 and was revised to a competitor utilizing her existing sjm leads. Patient was discharged on (B)(6) 2016 in stable condition. Per the medical chart review, the patient's lead remains implanted. Ipg issues are documented in reference MFR. Report: 1627487-2016-04642.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective and uncomfortable stimulation since implant. Reprogramming was unsuccessful in resolving the issue as the patient received stimulation outside of her pain pattern. Fluoroscopy did not reveal any anomalies. Subsequently, the patient's entire system was explanted and replaced with a different manufacturer's system.